Event description:
An international distributor reported that their customer's AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the log files from the AED identified that the device did not power on due to a depleted battery pack, however a cause of the battery depletion could not be determined.